Manufacturer narrative:
Findings: unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with corroded battery tube and moisture on vibrator motor assembly. Unit received cracked retainer, minor scratched display window and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that spring in battery compartment was corroded. The customer¿s blood glucose was unknown. The product was returned for analysis.